Event description:
Intravascular fluid (ivf) infused via peripherally inserted central catheter (PICC) throughout the shift without difficulty. Checked pumps, cleared volume and checked PICC site. Ivf continued to infuse without difficulty. 45 minutes later, infant's blanket noted to be wet. Assessed for cause of wetness. Intralipid blue filter noted to be wet and leaking. Reported to nurse. Decision made to take down intralipid line and save for supervisor for further evaluation.